Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had broken/damaged. There was no patient involvement.

Manufacturer narrative:
Additional information imdrf annex a, g, b, c and d grids and manufacturer narrative: (chr, DHR and shr). A review of the complaint history for sn#: (B)(6) was performed. Which confirmed, similar complaints with the same or related failure mode. A review of the device history record showed, the device had a manufacture date of 07mar2006. The review was performed, from the date of manufacture to the present date 04jun2021. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Event description:
It was reported, that the device had broken/damaged. There was no patient involvement.